Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm due to a use error further described as a supply bag fell from an unstable surface and disconnected. A supply bag disconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis. The patient was connected at the time of the alarm. During troubleshooting, it was found that a supply bag fell from an unstable surface and disconnected. The technical service representative explained the alarm to the care giver and advised that they start over with new supplies. The technical service representative reviewed proper procedures with the customer. The patient was to use manual supplies to finish up therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.